Event description:
A malfunction was reported with a displayed code "malf 1," and it was confirmed the malfunction code was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.